Event description:
Physician was attempting to deliver 1 endeavor resolute (2.75mm x 24mm) to a calcified lesion in the lad with stenosis and vessel tortuosity but the device could not pass the lesion due to calcification. The lesion had been pre-dilated. The physician used another device (endeavor 2.75x24mm) to complete the surgery. No clinical sequelae were reported. When the device was returned to the manufacturing facility, the stent of the device was noted to be damaged. Evaluation summary: the distal stent segments were deformed and stretched over the distal marker band and tip. Crimp impressions were evident on the balloon. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results and conclusions: (stent deformation). (Lesion morphology). ¿stenosis, calcification and vessel tortuosity. (Deformation problem). (B)(4).